Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the call, caller stated the implant was removed because it was "so thin" and was hurting patient worse than their back was. Caller confirmed doctor on file was correct. When asked event date of the implant hurting patient, caller said it had started to hurt for a while, and then caller believes in maybe august or (B)(6) 2022 the implant was taken out. Caller mentioned the lead was left implanted in case patient wanted to have another stimulator put in. Agent documented information given during the call.